Event description:
Following a catheterization procedure (type not documented to MFR), an angio-seal device was placed in a pt's groin. At some point, within a 24 hr period, it was concluded that the pt had a vessel occlusion that required surgical intervention. During surgery it was noted that the anchor was bent, was not in the lumen of the artery and was starting a dissection. This portion of the common femoral artery was replaced with a gortex interposition graft. The surgeon also noted that the pt's femoral artery was heavily diseased. As of 02/10/1999 there has been no further report to the MFR of complication or add'l pt sequelae.